Event description:
On 1/20/97, an erratic result for the valporic assay was reported, which was run on the analyzer. The result of 8 mg/l was reported to the ER annd questioned by the ER physician. The pt sample was repeated in the same position on the analyzer and in the same aliquot tube. A result of 92 mg/l was obtained and reported. According to the account, the initial result of 8 mg/l was generated with a "low" flag and not repeated. The account repeats samples that are generated with a "ll" flag. No pt intervention was taken based on the initial reported result.

Manufacturer narrative:
Investiation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent packs, and ensuring proper sample and reagent handling. This is the final report.